Event description:
It was reported that during the procedure, the output of the console began to exhibit limitations similar to case saver mode. The procedure was postponed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The console was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. However, the console was serviced on site by a field service engineer (fse). During evaluation of the console, the console was found to go into case saver mode during irradiation thus confirming the reported event. The fse found that the servo motor lags at high-speed causing laser distribution to fail. It is probable that the damaged servo motor component affected the console performance of the console during procedure thus contributing to the reported event.

Event description:
It was reported that during the procedure, the output of the console began to exhibit limitations similar to case saver mode. The procedure was postponed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.